Event description:
It was reported that "the cannulas are scratched and cracked, the plastic feels thinner compared to before¿. The evented occurred while in use with patient. There was no harm/adverse event reported.

Manufacturer narrative:
Two used decontaminated device samples were returned for investigation. Under visual inspection we noticed that inner cannulas are cracked/damaged. The complaint was confirmed. The investigation results indicate that it is the most probable that the reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further action was taken.